Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10 the lot # 3000331131 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 tip of device (silicone) was stripped . A replacement device was used to complete the procedure. No procedural delay. Patient was not in the or. No patient harm reported.